Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. The 27mm closure device was advanced and deployed in the laa. Upon evaluation, the physician was not satisfied with the position. During the recapture of the device, the patient moved their legs and raised their head causing the sheath to puncture the laa. The patient developed a pericardial effusion which led to cardiac tamponade. A pericardiocentesis was performed immediately, and the patient was sent to the surgery department for a thoracotomy to repair the perforation. It was further reported that pericardiocentesis was completed and the blood removed was re-transfused back to the patient. The laa was ligated during surgery. The patient has recovered and was discharged home.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx delivery system with the implant threaded on the core wire with the core wire outside the sheath was returned for evaluation. The device was visually and microscopically examined. Visual inspection of the device found numerous kinks in the sheath. Microscopic inspection under the microscope found tip damage as the tri-cuts were flared, and abrasions were within the sheath tip. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. Because there was no evidence of any product quality deficiencies, it was considered likely that the observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. The 27mm closure device was advanced and deployed in the laa. Upon evaluation, the physician was not satisfied with the position. During the recapture of the device, the patient moved their legs and raised their head causing the sheath to puncture the laa. The patient developed a pericardial effusion which led to cardiac tamponade. A pericardiocentesis was performed immediately, and the patient was sent to the surgery department for a thoracotomy to repair the perforation. It was further reported that pericardiocentesis was completed and the blood removed was re-transfused back to the patient. The laa was ligated during surgery. The patient has recovered and was discharged home.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. The 27mm closure device was advanced and deployed in the laa. Upon evaluation, the physician was not satisfied with the position. During the recapture of the device, the patient moved their legs and raised their head causing the sheath to puncture the laa. The patient developed a pericardial effusion which led to cardiac tamponade. A pericardiocentesis was performed immediately, and the patient was sent to the surgery department for a thoracotomy to repair the perforation.